Event description:
While preparing to change the pt's. Foley catheter, rptr attempted to inflate the bulb. Rptr observed that it was leaking and discarded it. Chase another tray from same co. And found it without defects, and inserted it without any subsequent difficulties.